Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) stated he passed out and woke up on the floor. The patient noted feeling okay and declined recommendations to go to the hospital.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Additional information was provided from the field that this patient has a long history of non-compliance. They did not go in to the clinic for follow-up, thus there were no changes to the device.

Manufacturer narrative:
--